Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient went to their healthcare provider (hcp) last thursday and their hcp told patient they were going to "call the company and talk to them" but patient stated they have not heard from anyone. The hcp notes the patient can see that their hcp spoke with a manufacturer representative (rep) on (B)(6) 2023 and it said patient would hopefully have an appointment setup for (B)(6) at 10 am but patient has not received a call. Patient reported they want someone to help them because they are having bladder issues as they are having to go continuously all night and they are exhausted. Their hcp also wrote in the notes that after patient left the office their doctor discussed with rep who advised that an impedance check would be the most valuable. Patient stated their hcp wanted patient to discuss with rep regarding the treatment plan. Reviewed impedance check would be done in office. Patient reported their stimulator is not working correctly. When agent asked if patient means they are not getting a 50% or greater reduction in symptoms patient stated "yeah." When they left the hospital they were told to keep it on program 3 but reported for the last month patient has been feeling "like electricity goes to my rectum" and stated they can't leave it on. Patient stated their hcp is trying to figure out what is going on as patient stated he doesn't know if he needs to move it. Patient reported their "rectal doctor" told patient "that it's sitting on the nerve" (patient stated this is a different doctor than their managing physician for their implant that told patient this). This doctor advised patient that where it is hurting at is a nerve and that they need to contact the hcp. Reviewed for patient to decrease stimulation or turn off ins all together to see if that helps until patient is able to follow up with their hcp. After they spoke with their doctor as noted above it dawned on patient about the stimulator so patient stated when they came home they turned off their ins and it went completely away. Patient stated "but it didn't connect so she said something about the nerve." Patient clarified by this statement they mean the hcp told patient that evidently their stimulator is hitting the nerve. Patient clarified again this was a different doctor that told patient this than the doctor patient sees for their implant because they thought they had "other issues." With ins turned off "it all went away." Patient stated they tried every program and they can't get "past a 3 without it doing the same thing." Patient provided event date as about a month. Sent email to rep per patient's request requesting to contact patient. Redirected patient to their managing healthcare provider if patient does not hear back from rep/regarding appointment and therapy issue.